Manufacturer narrative:
Approximate age of device ¿ 1 year 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient expired on (B)(6) 2019. The pump reportedly had thrombosed. The patient was not on anticoagulation due to several episodes of gastrointestinal (gi) bleeding not previously reported to the manufacturer. The patient was non-compliant in completing labs and other diagnostics testing when asked. The device was reported to have operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the reported event could not be conclusively determined. The account reported the patient expired on (B)(6) 2019 due to pump thrombosis. The patient was not on anticoagulation due to several episodes of gi bleeding and was non-compliant with regards to labs and diagnostic requests. The device reportedly functioned as intended. Despite abbott inquiries, the device was not returned for evaluation. The hm2 IFU lists thrombus and bleeding as adverse events that may be associated with the use of the hm2 lvas. Anticoagulation therapy and inr ranges are also outlined in the IFU. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
History of gastrointestinal (gi) bleeding reported in seperate reports. Gi bleeding on (B)(6) 2017: MFR # 2916596-2019-03120. Gi bleeding on (B)(6) 2018: MFR # 2916596-2019-03125. Gi bleeding on (B)(6) 2018: MFR # 2916596-2019-03127. Gi bleeding on (B)(6) 2017: MFR # 2916596-2019-03128. Gi bleeding on (B)(6) 2017: MFR # 2916596-2019-03129.

Event description:
It was reported that the patient has had a history of gastrointestinal bleeding on (B)(6) 2017, (B)(6) 2018, and (B)(6) 2019. Patient was found to have low hemoglobin and low hematocrit. Patient underwent multiple transfusions, an esophagogastroduodenoscopy, epinephrine injection, argon plasma coagulation and clip placement. No furthe information provided.